Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that a pt received a lung transplant on (B)(6) 2012. On (B)(6) 2012 at 01h48, the nurse heard a vital alarm (asystole). The nurse went to the central station and did not see anything on the screen. When the nurse asked other personnel what they observed, they also reported seeing nothing on the screen. At 02h20, there was an asystole alarm and the pt was in cardiac arrest. The pt was revived after 30 minutes of cardiac massage. The pt's status stabilized, but later worsened. The pt died at 08h30. The door of the room was closed and the users indicated that it is possible they did not hear the alarm, in particular the alarms from the evita ventilator. They did not find the curves and data from the monitor itself. The data is known because of the electronic pt records. (B)(4).